Event description:
Product did not deploy. Another proglide was opened to complete the procedure. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer.